Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of ligator handle broken, wont turn. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the teeth were damaged, and one band was overlapped. Also, during the functional inspection, the handle was able to rotate 180 degrees, and the audible click was heard. Based on the evidence, the code of bands failure to deploy was confirmed, but it was unable to confirm the code handle broken wont turn with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of bands failure to deploy and handle broken wont turn were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was deployed smoothly but the second band was stuck, and the handle could not rotate. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was deployed smoothly but the second band was stuck, and the handle could not rotate. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of ligator handle broken, wont turn.